Event description:
Overed with bone and sinus augmentation was performed at time of surgery. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.